Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's daughter indicated that the patient's hcp said the ins was no longer working and they were not planning to remove the ins. The caller indicated that the device stopped working a few years ago. Troubleshooting was not required. The issue was not resolved through troubleshooting.